Manufacturer narrative:
Correction to h6 based on additional information. The complaint for valve requires intervention due to an unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event, and a review of the instructions for use/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, insufficient information was provided; therefore, the reason for explanting the valve approximately 3 years and 4 months post implantation remains unknown. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 3 years, 4 months, 15 days post transfemoral tavr procedure with a 26mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Investigation is still ongoing.